Manufacturer narrative:
Review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, occlusion of device or native vessel.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular procedure to treat a left internal iliac artery aneurysm using a gore® excluder® aaa endoprosthesis. When a contralateral leg component was deployed in the right side, the right internal iliac artery was unintentionally covered by the endoprosthesis. Blood flow to the artery was still present though it was slow, and no treatment was performed to this. The physician reported that a physician who deployed the endoprosthesis and another physician who pushed up the catheter did not get along well. Also, it was reportedly considered that push up was not enough compared to the short treatment length (around 123 mm). The procedure was continued and completed with no further issue observed. The patient tolerated the procedure.

Manufacturer narrative:
Added k510/PMA number.

Manufacturer narrative:
Additional clarification on the event. ¿the physician reported that a physician who deployed the endoprosthesis and another physician who pushed up the catheter did not get along well.¿ further information from the field clarified that this meant that two physicians deployed the device, and they were not in synch as they deployed the device, leading to the event.